Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). The investigation of the returned device was completed by the failure analysis lab on 5/2/2019. Device evaluation summary: background: postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain. This condition has also been associated with device deflation, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Device evaluation and investigation findings: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Upon initial inspection the device appears intact. No other anomalies were discovered. Potential cause: capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Corrective action: because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Conclusion statement: the patient¿s breast prosthesis was submitted with a complaint of capsular contracture. Upon initial inspection the device appears intact. No other anomalies were discovered. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old patient underwent revision breast augmentation with 375cc mentor memorygel breast implant on the right and with an unknown size unknown gel implant on the left side and was presented with capsular contracture; baker grade iii on the right side and pain and device migration on the left side postoperatively. As a result, the right side was explanted and replaced with catalog #; 3503754 bc sn (B)(4) on (B)(6) 2019. However, at the time of this report, mentor has received no information regarding explantation or an expected explantation date for the left side. The report is for the patient¿s right sided device.